Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system and on startup un displayed c-34 hf voltage. Failure analysis concluded that root cause is attributed to the c-34 hf voltage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error m-11 on the erbe generator. The customer reported that they replaced the erbe with a backup generator to continue the procedure. The procedure was completed with no reported injury.